Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly, rewind and prime anomalies. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump rejects new batteries, pump squirts insulin during priming and had to rewind multiple times to finish process. It was reported that they had random, unexplained no delivery alerts and buttons are harder to press or less responsive. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will not be returned for analysis.